Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report of fiberlife, is not considered a reportable issue. Upon analysis of the returned fiber, showed both the metal and glass caps to be detached. The fiber was broken proximal to the fusion zone. The fiber caps were not returned to the MFR. There was no report of injury as a result of this event, and there was no indication or report of any part of this device remaining inside the pt. The fiber condition would likely result in activation of the system fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis findings, a detached fiber cap may also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical / procedural factors encountered during the procedure, resulting in damage to the fiber cap and inadvertent detachment. The product labeling warns that tissue contact, tissue probing and bending the fiber at sharp angles may cause fiber damage or breakage.

Event description:
It was reported that there was excessive fiberlife activity at 42,568 joules, during a prostate procedure. The case was completed with another fiber. There was no report of pt injury.